Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to deliver insulin during priming. Customer's blood glucose was 569 mg/dl. Customer was able to delivery insulin and lower blood glucose to 300 mg/dl by changing insulin. Customer stated that may have used old insulin vile. Customer declined insulin pump troubleshooting.